Event description:
Spontaneous call: patient advised that with infusions sometimes it takes more time and sometimes it takes less time to infuse her dose. Pump is over 2 years old. No missed doses or adverse events reported as a result. Patient has pump on hand for return and return box will be sent. No lot number or expiration date provided. No further information given. Indication: chronic inflammatory demyelinating polyneuritis. Reported to (B)(6) by: patient/caregiver.